Manufacturer narrative:
The t:slim g4 user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted due to not being charged. Customer was not aware, turned the pump back on, and delivered a correction bolus to address blood glucose of 475 mg/dl.